Event description:
It was reported that during the pre-op check out, the sys 7700, there was no image displayed on the monitor. There was no adverse pt involvement reported

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified and the monitor display was found to be defective and replaced. The sys was tested and found to be working as intended and placed back into svc.